Manufacturer narrative:
The devices were implanted, and therefore, not available for analysis. In addition, since the sterile lot numbers were not provided, a review of the manufacturing documentation could not be provided. Vasospasm, or contraction of smooth muscle fibers in the wall of a vessel as a result of direct physical irritation of the endothelium, is a commonly recognized adverse event that may complicate an endovascular procedure and is outlined in the instructions for use. Based on the minimal information provided, it is not possible to determine if there were additional factors that may have contributed to the event. Since there was no evidence of a manufacture issue related to the implanted coils, no corrective action will be taken at this time.

Event description:
A severe vasospasm developed in a patient enrolled in the (B)(4) study 2 days after embolization of a non-ruptured aneurysm of the right middle cerebral artery (sac height 4.0mm, sac width 3.10 mm and neck 1.75mm). Four orbit galaxy coils were implanted during the procedure. At baseline, the score on the modified rankin scale mrs was unknown. Patient medical history: no smoker, no hypertension, no smoker, no diabetes, no hyperlipidemia, no family history of aneurysm. During the index procedure following 4 coils were implanted at the desired site: 1 coil 640cx3509 - galaxy complex xtrasoft 3,5mmx9cm; 1 coil 640cx02525 - galaxy complex xtrasoft 2,5mmx2,5cm; 2 coils 640cx0201 - galaxy complex xtrasoft 2mmx1,5cm. No additional technique was used during the procedure. The procedure was completed due to satisfactory results. No sub-arachnoid hemorrhage was reported before the procedure. The artery was completely occluded at the end of the procedure. A severe vasospasm occurred two days after the procedure. The investigator noted that the vasospasm was unrelated to the devices and the procedure.

Manufacturer narrative:
Concomitant products: /concomitant devices: 1 coil 640cx3509 - galaxy complex xtrasoft 3,5mmx9cm~1 coil 640cx02525 - galaxy complex xtrasoft 2,5mmx2,5cm; concomitant therapy date: (B)(6) 2013. The product will not be returned for analysis and additional information will be submitted within 30 days of receipt. This is report 2 of 3 related to complaint (B)(4).